Manufacturer narrative:
Device is a combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause was unable to be determined. (B)(4).

Event description:
(B)(6) clinical study. It was reported that pinching of the vessel occurred. In (B)(6) 2013, the patient presented due to unstable angina and was referred for cardiac catheterization. Subsequently, index procedure was performed. Target lesion # 1 was a de novo lesion located in the 1st diagonal artery with 70% stenosis and was 12 mm long with a reference vessel diameter of 2.25 mm. The target lesion # 1 was treated with pre-dilatation and placement of a 2.25x12mm promus element plus stent with 0% residual stenosis. Target lesion # 2 was an ostial lesion located in the right posterior descending artery (r-pda) with 95% stenosis and was 16 mm long with a reference vessel diameter of 3.5 mm. The target lesion # 2 was treated with pre-dilatation and placement of a 3.00x16mm promus element plus stent. Following post dilation, residual stenosis was 0%. Post deployment of 3.00x16mm promus element plus stent in rpda, there was a pinching of the right posterolateral (rpl) artery noted. This was treated by placement of 3.00x12mm promus element plus stent overlapping proximally with the previously placed study stent (culotte fashion). Post which there was excellent angiographic result. Target lesion # 3 was a de novo lesion located in 1st rpl with 20% stenosis and was 12 mm long with a reference vessel diameter of 3.0 mm. Target lesion # 3 was treated with pre-dilatation and placement of a 3.00x12mm promus element plus stent. Following post dilatation, residual stenosis was 0%. The following day, the patient was discharged on aspirin and prasugrel.